Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The conductor coil was found fractured 43 cm distal to the is4 connector pin, which is assumed to be the root cause of the observed clinical observations. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The lead dislodged causing failure to sense and failure to capture with impedance >2500. Lv lead was turned off on (B)(6) 2023. The lead was explanted and a new lead attempted on (B)(6) 2024. Should additional information be received, this file will be updated.